Event description:
Caller reported damage to pump housing and usb port, which impacted the ability to charge the pump, although the pump did not shut down. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer planned to use multiple daily injections as a backup therapy. Tandem technical support confirmed the pump was under warranty and arranged a replacement while providing instructions on returning the damaged pump.